Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The measurable dimensions of the returned cortex screw were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The given information indicates that far too much mechanical force (overloading) during the insertion has resulted in the breakage of the upper part of the thread. The cross section surface shows no irregularities. No product fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient presented with a condyle bone fracture in the humeral distal part underwent an orif on (B)(6) 2013. Reportedly after drilling with the 2.5mm drill bit, the surgeon did not cut the thread and inserted the cortex screw. It was reported the cortex screw broke around the neck. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.